Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had and an unrelated surgical procedure on (B)(6) 2018. Following the procedure, the patient's controller could not connect with the ipg. It was stated the ipg was not placed in surgery mode prior to the procedure. A company representative met with the patient for troubleshooting and the clinician programmer (cp) displayed the error message: "ipg is resetting; the programmer will reconnect when the ipg is ready," followed by "connection problem with the generator." The ipg was deemed inoperable. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2018, during which the ipg was explanted and replaced. The physician also revised the ipg pocket. Therapy was restored post-op.